Event description:
Pt underwent cataract surgery on 04/23/97, with a staar model aq-2003v intraocular lens. However, the doctor stated that after lens insertion when the iol unfolded in the eye, a tear in the optic was noted. In order to explant the iol it was bisected in the anterior chamber. In the process of iol removal, the posterior capsule was torn. An anterior vitrectomy was performed and another lens was placed in the posterior sulcus in excellent position.